Event description:
A medtronic rep called to report that after being used for 10 mins, the camera didn't detect the passive instrumentation. No pt was present.

Manufacturer narrative:
No pt present. Unit replaced under warranty. However, investigation could not confirm issue.